Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up via battery power. The device was evaluated by a philips field service engineer. The symptom was verified. The battery was reseated to resolve the issue. We are considering this a malfunction resulting from an incomplete connection between the battery and the battery pca.

Event description:
The customer reported that the device failed to power up via battery power.